Event description:
It was reported that the patient's right ventricular leadless pacemaker (lp) dislodged and traveled to the coronary sinus. The lp was explanted. The patient was noted to decease post-procedure. There were no direct allegations from the physician that the patient's death was caused by their lp system.